Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') and habitual abortion ('6 miscarriages losing a total of 14 children') in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida. On an unknown date, the patient had essure (ess205) inserted. On (B)(6) 2021, the patient experienced habitual abortion (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("6 miscarriages losing a total of 14 children"). The patient was treated with surgery (surgery to remove the device from my tubes including my fallopian tubes). Essure (ess205) was removed on (B)(6)-2021. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown and the habitual abortion had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered habitual abortion, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: other products: no quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and habitual abortion ("6 miscarriages losing a total of 14 children") in a 42 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of multi gravida. On (B)(6) 2021 she experienced habitual abortion (seriousness criterion medically important). Essure (ess205) was removed on (B)(6) 2021. On an unknown date, the patient had essure (ess205) inserted. On unknown dates she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required) and pregnancy with contraceptive device ("6 miscarriages losing a total of 14 children"). The patient was treated with surgery (surgery to remove the device from my tubes including my fallopian tubes). At the time of the report, the habitual abortion had not resolved. The outcomes for pelvic pain and pregnancy with contraceptive device were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered habitual abortion, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205) administration. The reporter commented: other products: no. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review, imdrf codes were amended. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') and habitual abortion ('6 miscarriages losing a total of 14 children') in a 42-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida. On an unknown date, the patient had essure (ess205) inserted. On (B)(6) 2021, the patient experienced habitual abortion (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("6 miscarriages losing a total of 14 children"). The patient was treated with surgery (surgery to remove the device from my tubes including my fallopian tubes). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown and the habitual abortion had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered habitual abortion, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: other products: no. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-feb-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.